Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. See MDR 1118880-2017-00060 for the first device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there were two sheaths that had the tips sheared off. No known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to state that this complaint was determined not FDA reportable. It was initially reported that had tips sheared off. Based on the evaluation, the deformation occluded tip of the dilator with a portion of the dilator tip flared. One used 6 fr glidesheath device was received for product analysis at terumo medical corporation. The device was decontaminated. The returned sheath and dilator were subjected to visual analysis where no blood like substance was observed. The dilator was mated with the sheath. The effective length of the sheath was taken and measured to be 100.33mm, which met the specification of 98-101mm. There were no other anomalies noted with the sheath. The dilator was then examined for any anomalies. There was notable damage to the dilator tip. The tip of the sheath appeared to have been exposed to a hard surface with notable force. The deformation occluded tip of the dilator with a portion of the dilator tip flared. The crosscut valve was then dissected from the hub of the sheath to see if any damage had been sustained to the valve, which may have caused the damage to the tip. There were no anomalies noted on the bottom side of the valve or the slit on the bottom side of the valve. Upon inspection of the top side of the valve, it was noted that there was a darkened discoloration ever so slightly off center from the valve. This discoloration had a glossy appearance indicating that the valve had sustained some damage. When the slit of the bottom side of the valve was observed, the gash causing the discoloration became apparent. The inner lumen of the sheath was then examined for the kaburi effect. The sheath did not appear to fold over the caulking pin. From the appearance of both the valve and tip, it appears as though the tip was inserted partially off center of the valve, which caught approximately half of the dilator tip and caused an indentation in the valve. The contact that occurred between the silicon at the edge of the slit likely caused the damage to the dilator. The IFU stresses the need to "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage resulting in blood leakage. "From the returned product it does not appear as though this caution was followed by the user. During the review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
It was reported that the patient condition was not affected by the product. It was reported that the procedure outcome was successful.